Manufacturer narrative:
The device was received not deployed. The download data shows the device ran for 46 pulses and was deactivated by the user at the end of the first priming sequence. Since the device was deactivated before the start of the second priming sequence, the needle never deployed. The needle mechanism deployed successfully upon manual rotation of the ratchet gear. No damages or defects were observed that would result in the needle failing to deploy by the end of the second priming sequence. The investigation found no damages or deficiencies that would contribute to a communication error. The download data showed that the pod did not generate any hazard alarms during operation. The pod was able to communicate with the master pdm during the investigation. Inspection of the pod found no damages or deficiencies that would result in a communication error. The cause of the reported communication error during pod operation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release was found to have met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that they placed the pod on their abdomen and during activation, they were receiving an error stating that the pod was not found. Reportedly, the pink slide moved forward, but the needle did not come out; this indicates a needle mechanism failure. Pod was removed from the abdomen and cannula was not visible. No impact to the patient's glucose level was reported. There is no information available regarding treatment.